Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor glucose readings have been far higher or lower than his blood glucose readings. The patient stated that he has been getting sensor glucose readings that are 400 mg/dl while his actual blood glucose reads 80 mg/dl; conversely, his sensor glucose would read 50 mg/dl when his blood glucose is 200 mg/dl. His current sensor reading at the time of call exceeded 400 mg/dl while his blood glucose was approximately 280 mg/dl. The customer also confirmed that his most recent sensor had a bent cannula. The sensor in question was returned for analysis and two replacement sensors were shipped to the customer.